Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4).   Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, during inflation, the balloon ruptured below the rated burst pressure. The device was completely removed from the patient and the procedure was completed with another 2.5x220mm coyote¿ es balloon catheter. No patient complications were reported and the patient's status was stable.